Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition of the valve, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or severely calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In this case, the cause for mitral interference cannot be confirmed; however, it appears that procedural factors may have contributed to the event. In addition, other potential contributing factors are unknown as limited clinical information was provided. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
During a transfemoral procedure, post valve deployment, the mechanical mitral valve stopped as the 29mm sapien 3 valve interfered with the mitral valve. Cardiopulmonary resuscitation was initiated. Device manipulation was performed by moving the sapien 3 valve towards the aorta and once the valves did not touch each other, the mitral valve began functioning. Of note, the patient is doing well, the heart was functioning.